Event description:
Critically ill patient. B. Braun infusion pump infusing vasopressor abruptly turned off with error code "error 2150". Patient became hypotensive, administered epinephrine and opened ivf wide. Restarted pump.